Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the evaluation of the device the following malfunctions were found by the service repair technician: the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear and the adhesive around the server plug in (z block) had a chip. There was no patient involvement.